Event description:
It was reported that the customer had a low blood glucose level of 59 mg/dl. Customer treated with sugar pills, veggie chips, and a chocolate bar. Customer stated that they had a threshold suspend alarm. Customer has been experiencing lows since 11 pm. Customer was not admitted as an inpatient for medical treatment. Troubleshooting was performed. Customer had 2 major surgeries for hemorrhages from his eyes. Customer stated that he has had blood tests every month for his pancreas transplant. Customer was not exposed to an MRI. Customer passed the displacement test. Customer was advised to monitor the pump and call back if issues persist. Customer stated that once before the pump, he went to the hospital. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.